Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The pod also had an error message stating op5 automated delivery restriction. The blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient gave themselves 14 units of insulin via injection.